Event description:
A nurse in pre-operative unit found a primary IV tubing with a red discoloration on the interior of the "spike" that is used to attach tubing to IV bag. Other tubings were inspected and not found to have this discoloration. It was caught before it was used on a patient.======================manufacturer response for primary IV tubing/ alaris smartsite gravity set, alaris smartsite gravity set (per site reporter).======================they asked that the tubing be sent to them and stated they had not encountered this problem before.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.